Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed, device was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pockets on enhanced half-height drawer main 3-2 were intermittently off of the bus. A field service engineer reseated all six row board connectors, both retractor band connectors, and all pockets on drawer 3.2. The fse also reseated the retractor band connectors and the row board cable at the drawer controller board for drawer 3.1. Additionally, the fse released all pockets, removed all debris, and tested the lids. The fse tested the station in diagnostics, and the customer verified proper operation in the medical application. The system functioned as intended after the field service engineer repaired the device.